Event description:
It was reported that the ventricular set screw would not initially tighten down on the lead pin. The physician was able to tighten it with a new wrench but had to reposition the lead. When the physician went to tighten the lead again it still would not completely tighten, even with a new wrench and set screw. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).